Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the following reasons: corrections to initial report are: section d10 - device available - changed to "no". Section g 1 - manufacturer contact information updated for name and email of current contact person. Section g 2 - manufacturing site - address updated to current location. Additional information not available/included in initial report - findings from the manufacturer's product investigation completed on 19-mar-2018, as noted below: per updated information as of 13-mar-2018, complaint product will not be returned back form the customer. As the product was not retuned, visual inspection could not be performed and further information could not be provided about the lens and the entire injector. No abnormalities were found in production and inspection records of the product. Possible causes: exact root cause is not determined. From our investigation, we believe this issue is not product related. Related fields were also updated accordingly, as noted below: section g7 - added check to indicate this report is follow-up #1. Section h2 - added checks to indicates the report contains: correction(s) and additional information. Section h3 - added check to "not returned to manufacturer". Section h6 - added event conclusion code: 92 device not returned. Additional information not available/included in initial report - risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation. This event can now be considered closed.

Manufacturer narrative:
This information was sent to the investigation laboratory for further investigation. Pending return of the device. Reference number: (B)(4).

Event description:
It was reported lens substitution due to opacification of the iol with visual acuity reduction. This occurred from 2011 to 2017. Patient impact is unknown at this time.